Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a power error detected alarm. The customer also reported that they had 10 pump error alarms. They declined troubleshooting for the pump error alarms. Their blood glucose level was over 300 mg/dl which they treated with a manual injection. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected replace battery now alarms during testing. A pump error 25 was present in the pump history file and the power management graph indicated connector resistance. The connector for electrical board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. No pump error 130 alarms during testing. The device was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, faded serial number label, stained serial number label, moisture damaged on motor assembly and corrosion on force sensor assembly.